Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
It was reported the pump is experiencing an intermittent power loss. The power cables were replaced and different outlets were used but the issue remains. The pump was replaced and the case was completed with no further issues.